Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the products, since the correct lot numbers could not be obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii proximal seals were used during a case where the patient suffered a stroke. The surgeon reported that it is not believed the heartstring iii proximal seals were the cause of the stroke, however, it was important to report that the product was being used during the procedure where the patient suffered the stroke. There were no additional patient effects. The surgeon reported that the seals worked fine. The lot numbers and why the products are not returning are unk.